Event description:
It was reported that the patient underwent shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2001 for an unknown reason. The humeral head and glenoid were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason. The humeral head and glenoid were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to infection, rotator cuff deterioration, the size of the humeral head implanted was too large and the stem was proud. All components were removed and cement spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components. ¿under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-07991 / 09130).

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.